Event description:
An elevated advia centaur xp ipth neat result was obtained by the customer and considered discordant when compared to a lower auto dilution result. The actual neat and lower dilution result were not provided at the time of the issue. The customer performed repeat testing of the patient sample after recentrifugation and the neat result was greater than the assay range limit and the auto and manual dilution results were lower. There is no known report of adverse health consequences due to the elevated advia centaur ipth assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call and found no system issues that may have contributed to the elevated neat advia centaur xp ipth result compared to the lower ipth dilution test results. The ipth quality control results were within acceptable ranges at the time of the issue. The patient sample is not available for further investigation. No conclusion can be drawn. The instruction for use states in the limitation section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values. It should be noted that some overlap of intact pth values does exist from patients with various parathyroid disorders. It is also extremely important to ensure that patient samples have been handled and stored correctly. Incorrect handling of samples will result in a loss of intact pth." The instrument is performing within specifications.

Manufacturer narrative:
On 11/02/2016 correction:the 510k number reported in the inital MDR was incorrect. The correct 510k number is k133601.